Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: market country: taiwan. Complaint issue: cuff deflated in use. Air leakage was found from the posterior end of the cuff on our own investigation.

Manufacturer narrative:
This event has been reviewed and deemed a malfunction that is likely to lead to a serious adverse event. The cuff on an ett holds the tube in place and allows the patient to receive ventilation through the tube. An intubated ventilator dependent patient would not be adequately ventilated if the cuff was not inflated and would therefore require re-intubation. The patient would be a risk for falling o2 saturation and potential hemodynamic instability. (B)(4).